Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartride. The customer was unable to push down on the plunger to introduce insulin into the cartridge. A cartridge change was performed and the customer was unable to fill the cartridge due to the same issue. Blood glucose level was 250 mg/dl. During a follow-up, it was reported that the second cartridge was successfully filled.